Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather procedure related events. In addition, the lot history record review was not possible since the lot number was not reported. Note: the onyx IFU (instructions for use) indicates to stop injection if increased syringe resistance is felt. Increased injection force may be due to catheter occlusion. Continued injection into an occluded catheter will result in catheter rupture. Information received from the same report as MFR: 2029214-2015-00960. (B)(4).

Event description:
The following report was received by medtronic (covidien): during onyx treatment of a brain arteriovenous malformation the catheter's distal area proximal to detachment zone developed a small hole. The onyx subsequently escaped from the catheter and leaked into the distal middle cerebral artery (mca) branch. The catheter tip detached as intended. The anatomical location of the (avm) was not provided. The vessel was moderate in tortuosity. The duration of the onyx injection was 15 minutes with a wait time of 1 to 2 minutes. There was resistance felt near the end of the injection. The procedure was halted at this point but was able to be completed. Plavix was administered and the patient was placed on aspirin and reported to be ok. There was no patient injury as a result of this event.